Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mail stated a small metal pin had broken off from the interior of the brush head while brushing. No injury was reported.